Event description:
It was reported that during a demonstration, the handpiece came up with an error, request to rehome, it could not retract drill. No patient involved. Results of investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: h3, h6: the navio handpiece, intended for use in treatment, had error message to rehome and could not retract the drill. The reported event for a lab/demo and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing it to not retract. The root cause of this issue was found to be mechanical component failure.